Manufacturer narrative:
Pump was returned for a crack on the reservoir compartment and unspecified alarm/vibrating after exposure to moisture on (B)(6), 2021. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. No unspecified alarms found in the insulin pump history file or traces for the event date. Successfully uploaded to carelink and generated reports. Moisture damage was found on the electronic assembly electrical board 1 and electrical board 2 during visual inspection. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, missing display window cover, cracked belt clip rail case corner and pillowing keypad overlay. No damage to the reservoir compartment noted, but confirmed cosmetic damage on different areas of the insulin pump. Audio alarms/anomalies and error 63 alarms note confirmed. No unexpected alarms on the event date. Device exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on retainer ring. Customer stated reservoir was able to lock in its place. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.